Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the catheter was leaking at the hub/catheter junction. The device was replaced with a new catheter. No part of the complaint device was left in the patient. There were no injuries to the patient or additional procedures reported.